Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was report that the customer was hospitalized, but customer is uncertain if hospitalization was diabetes related. Customer experienced high blood glucose levels according to the glucometer. Customer also stated that she had elevated potassium and was in pain. Customer's blood glucose reading was 300+ mg/dl. Customer stated that the insulin pump may be underdelivering insulin. Nothing further reported.